Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The data acquisition (da) board was replaced to address the reported issue. The da board was return for analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14oct2019.

Event description:
It was reported that the ventilator had a autozero failure proximal pressure sensor. There was no patient involvement.